Event description:
(S/p angioplasty/stent placement.) Pt had an angio-seal placed to right groin after procedure. Within mins after arriving to general floor, angio-seal failed and pt bled approx 250-300 cc's blood. It appears that pt does not require a blood transfusion.